Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that shortly after a routine device replacement, the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances, triggering a care alert. The svc coil of the lead was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.